Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6008287 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. 1 used set was provided for investigation. Test results: the following tests were performed: visual test according to wi version 3, the returned sample test passed. Functional test: underwater flow, according to wi version 2, the returned sample, test passed visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008287 was manufactured according to the wi version 79 and packaging in the multivac m12, on 28/jul/2024, with a total of (B)(4) units. Assembling of quickset: the lot 4g04986 was manufactured according to the wi version 27 assembled in the quickset line, on 27/jul/2024, with a total of (B)(4) units. The lot 4g01729 was manufactured according to the wi version 27 assembled in the quickset line, on 27/jul/2024, with a total of (B)(4) units. Gluing tubing: the lot 4g01705 was manufactured according to the wi version 42 gluing in the line 4,8 on 27/jul/2024, with a total of (B)(4) units. The lot 4g01702 was manufactured according to the wi version 42 gluing in the line 4,8 on 24/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/mar/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008287 and no other complaint has been registered in database for the same lot 6008287 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly encountered a problem with their infusion set, specifically an obstruction in the insulin flow. The blockage was pinpointed at the insertion site. No further information available.